Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The lead was received with the proximal conductor distorted and outer insulation breached/cut, extrinsic. (B)(4).

Event description:
It was reported that during the implant procedure the physician attempted cephalic vein entry and failed. The physician then noticed a visible and tactile defect in the lead five inches from the distal end of the lead. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.